Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation the lead safety switch was noted to have been triggered on the right ventricular (rv) lead. Review of the daily measurements found that there were intermittent spikes of high out of range pacing impedance measurements of greater than 2,500 ohms, then the lead impedance would return to within normal limits. There was also oversensing of noise and high rate stored events. Boston scientific technical services (ts) was consulted and suggested further troubleshooting. Further investigation found that the patient owns a spinal cord stimulator that they had been using at the time. Ts was again consulted and noted that it was unknown if the out of range impedances could be contributed to the stimulator, but the noise and high rate events could possibly be due to the stimulator. Ts suggested more investigation. The clinician stated that they would check the patient again in one week. It was also noted that the patient had recently fallen and the stimulator broke due to the fall. The high impedances, noise and high rate events were all prior to the stimulator breaking. The field representative was unable to obtain any additional information. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that only he terminal segment of the lead was returned. The lead was severed at approximately 5.7 centimeters from the terminal pin. The returned segment resistances measured normal.

Event description:
The patient died approximately three years later. No further allegations were made against the product. A portion of the lead was returned for analysis over a year and a half after the patient's death.